Event description:
On (B) (6) 2010, pt reported facing air bubbles at the end of her infusion tubing right before the plastic piece. She stated she has faced these bubbles for the last couple of months and this has happened with more than one box of infusion sets. Pt stated she will notice this issue when she faces an elevated reading and she begins to inspect the tubing. Pt reported the most recent incident was today when she had a reading of 275 mg/dl; she inspected the infusion tubing, noticed the air bubble, and primed it out and then bolused 3.2 units of insulin. Pt's normal blood glucose range is 75-120 mg/dl. Pt does not always allow her insulin to get to room temperature prior to inserting the cartridge in the chamber of the infusion device. She stated whenever she notices the air bubble, she will prime the air bubble out, but this does not happen with every tubing. Pt does not always change the adapter with every 10th cartridge change. She is aware to do this, but has not always practiced this process. Pt reported she can see the air bubble, she will prime it out and sometimes another air bubble re-appears. On call back on (B) (6) 2010, pt reported her readings are back to the normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.